Event description:
The account reported the intraocular lens was explanted (B)(6) after initial implant. Reason stated was a myopic surprise. The lens was removed without patient injury.

Manufacturer narrative:
(B)(4). The returned lens was measured for diopter and is correct as labeled, 21.5. The iol met all specifications for optical properties. A review of the manufacturer's implant database shows the initial implant was replaced with a lower diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.